Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-ccorrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax

Event description:
The customer observed error code 5819 error loading the reagent cartridge in the reagent carousel position (12 and 13) generated on the alinity ci series system control module (scm). The test was run with three different analytes, and it gave the error in different positions. Additionally, the customer found that the instrument was picking up the rack, taking it to the reader, triggering the reading and then returning it to the rsm with the lights on yellow and green. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed error code 5819 error loading the reagent cartridge in the reagent carousel position (12 and 13) generated on the alinity ci series system control module (scm). The test was run with three different analytes, and it gave the error in different positions. Additionally, the customer found that the instrument was picking up the rack, taking it to the reader, triggering the reading and then returning it to the rsm with the lights on yellow and green. There was no impact to patient results, patient management, or user safety.